Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion with a bend of <90 degrees was located in the severely tortuous and mildly calcified right coronary artery. Pre-dilatation was performed using a semicompliant balloon catheter with a residual stenosis of 25%. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the the stent edge was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.